Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. Visual inspection of the instrument noted the jaws were visibly out of alignment. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips formed with crossed legs when applied to test media. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument jaw has been positioned at an acute angle to the vessel, and if applied on excessively thick or rigid tissue, the tips of the clip could be prevented from contacting each other. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device worked properly but soon after the firing, the tissue slipped out of the closed clip. They opened a new device to resolved the issue. No patient injury.